Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that after several sample attempts during an ultrasound guided breast fibroma excision, no tissue was obtained. It was reported that the hcp rescheduled the procedure for the following day when another probe was used to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The investigation of the reported event is underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: the sample was returned. The probe was indicated it was used on the patient and the aperture was 100% closed. The saline cap was returned. No damage was identified to the rear housing. No other anomalies were noted. Functional/performance evaluation: the probe was loaded into the in-house driver and calibrated successfully. During calibration a tissue sample was transported to the sample chamber. The tissue sample was removed and a vacuum differential test was performed. The vacuum was measured and the vacuum differential did not meet the minimum specification. A sample cycle was attempted, and the aperture opened and closed without oscillation. After the sample cycle was complete the cutter was found to be over-rotated/backwards in the aperture. The probe was disassembled and the internal components were inspected. It was found that both internal stops were broken off of the front housing and were found lodged in the shaft seal. Further functional testing could not be completed due to the condition of the device. The tip of the cutter was found to be damaged, indicating that the cutter made contact with the probe tip when the stops broke. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive for the reported sampling issue, due to the condition of the device. The investigation is confirmed for a break as both internal stops were found to be broken. The investigation is also confirmed for a suction issue and tissue transport issue, as the probe failed a vacuum differential test and a piece of tissue was lodged in the probe upon return. The broken stops lodged in the shaft seal most likely contributed to the failed vacuum differential test. However, the root cause for the broken stops could not be determined. The un-transported tissue returned in the probe would have contributed to the reported sampling issues; however, it is unknown how the tissue became lodged in the probe. Labeling review: the encor biopsy probe instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.